Event description:
Sorin group received that the s3 roller pump alarmed post-operatively. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the s3 roller pump alarmed post-operatively. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the vent pump alarmed post-operatively. The pump was power cycled and the alarm stopped. The service representative could not reproduce the problem. The front panel was replaced as the suspect cause and function verification testing was performed. The unit tested according to specifications. No report of re-occurrence has been received. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.